Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no capas that were confirmed in veeva to be associated. Additionally, there was no non-conformities for this lot number related to the failure being reported in the complaint.

Event description:
According to the available information, the device was removed and replaced due to it not working [unspecified issue].